Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement. Further troubleshooting was not conclusive and the impedances were normal. Boston scientific technical services (ts) did not suspect a setscrew/connection issue since the device had been implanted more than two years and the out of range impedance measurement occurred only once. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that shock impedance measurements increased to greater than 200 ohms. A surgical revision was performed and the patient's rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The device remains in service.